Event description:
The patient stated that 4 weeks ago he noticed his infusion device seemed "noisier" when it vibrated. He described the sound as a "rattle". The patient was advised to change the batteries. Upon follow up, the patient stated that since changing the batteries he hasn't noticed the noise as much. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.